Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that excessive creation of bubbles occurred inside the fusion oxygenator. The use of the device was unspecified. No patient complications have been reported as a result of this event. There were two lots of fusion oxygenators used in the manufacture of this custom pack: 231493908 and 231270396.

Manufacturer narrative:
Device evaluation:visual inspection shows no outward signs of physical damage or abnormalities. Pressure integrity testing shows no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for ease of prime testing. Testing was conducted and the results are as reported below: initial prime time (time of complete removal of air @ 4 lpm) = 10 seconds. Bubbles observed after 10 min w/150 mmhg back pressure @ 7 lpm = no conclusion: reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was reported that excessive creation of bubbles occurred inside the fusion oxygenator prior to use. The device was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the recirculation port was used during priming. Large amounts of suction and venting were not used. The air was present in the oxygenator. The air re-appeared once properly de-bubbled. It was not a bubble sensor issue as they never went below the minimum operating level. The reservoir was marked at 200 ml. The purge line was connected to the venous drainage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.